Manufacturer narrative:
It was initially reported on 11/28/2018 that the fse would proactively replace the vacuum pump oil and catalytic converters. Instead, the oil mist filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smell/odor issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smell/odor issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the smell/odor issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The field service engineer was unable to confirm the odor but indicated he would be proactively replacing the vacuum pump oil and catalytic filters. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of a "strong smell of h2o2" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.